Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. After a guide wire crossed the lesion, a 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, upon inflation at 8 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. Dilation was performed again using a 2x15 coyote balloon catheter and flow recovery was confirmed and the procedure was completed. No patient complications nor injuries were reported.